Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('acute abdominal pain'), uterine injury ('uterine lacerations'), genital injury ('fallopian tubes lacerations'), genital haemorrhage ('haemorrhages') and syncope ('fainting') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), uterine injury (seriousness criteria medically significant and intervention required), genital injury (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), syncope (seriousness criterion medically significant), groin pain ("inguinal and lumbar pain"), back pain ("inguinal and lumbar pain"), hypersensitivity ("allergic reactions"), menometrorrhagia ("irregularity of period (abundant or non-existent or of abnormal duration)"), amenorrhoea ("irregularity of period (abundant or non-existent or of abnormal duration)"), vaginal discharge ("vaginal leakages"), dizziness ("dizziness"), arthralgia ("joint pain (knees, hands, feet and arms)"), nausea ("nausea"), vomiting ("vomiting"), alopecia ("loss of hair"), tooth loss ("dental problems (tooth loss)"), food intolerance ("food intolerances"), fatigue ("fatigue feeling"), insomnia ("insomnia"), affective disorder ("mood disorders"), libido decreased ("decrease of libido"), tachycardia ("tachycardia"), depression ("depression"), cystitis ("cystitis"), dermatitis ("dermatitis"), visual impairment ("decreases of sight"), ear disorder ("ear disorders"), migraine ("severe migraines"), amnesia ("amnesias"), paraesthesia ("tingling of limbs"), peripheral swelling ("swelling of the hands and ankles"), joint swelling ("swelling of the hands and ankles") and hyperhidrosis ("abnormal sweating") and was found to have uterine leiomyoma ("uterine fibroids"), weight decreased ("abnormal weight changes (both increasing and decreasing)") and weight increased ("abnormal weight changes (both increasing and decreasing)"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the abdominal pain, uterine injury, genital injury, genital haemorrhage, syncope, groin pain, back pain, hypersensitivity, menometrorrhagia, amenorrhoea, vaginal discharge, dizziness, uterine leiomyoma, nausea, vomiting, alopecia, tooth loss, food intolerance, fatigue, insomnia, affective disorder, libido decreased, tachycardia, depression, cystitis, dermatitis, visual impairment, ear disorder, weight decreased, weight increased, migraine, amnesia, paraesthesia, peripheral swelling, joint swelling and hyperhidrosis outcome was unknown. The reporter considered abdominal pain, affective disorder, alopecia, amenorrhoea, amnesia, arthralgia, back pain, cystitis, depression, dermatitis, dizziness, ear disorder, fatigue, food intolerance, genital haemorrhage, genital injury, groin pain, hyperhidrosis, hypersensitivity, insomnia, joint swelling, libido decreased, menometrorrhagia, migraine, nausea, paraesthesia, peripheral swelling, syncope, tachycardia, tooth loss, uterine injury, uterine leiomyoma, vaginal discharge, visual impairment, vomiting, weight decreased and weight increased to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('acute abdominal pain'), cervicitis ('chronic cervicitis'), uterine injury ('uterine lacerations'), genital injury ('fallopian tubes lacerations'), genital haemorrhage ('haemorrhages') and syncope ('fainting') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension in 2015, carpal tunnel decompression in 2004, appendectomy in 1986, colon cancer (maternal uncles), parity 2 (spontaneous full-term births in 1997 and 2000), bronchial asthma, chronic gastritis, smoker (from 17 to 30 years.) And thyroid nodular. History of hypertension was denied. Regular periods until placement of essure. Platelet disease in antiplatelet treatment with cerebral vasculopathy. Concurrent conditions included type 2 diabetes mellitus since 2011, lynch syndrome and psoriasis. The patient also had a family history of metastases to peritoneum (father died), lynch syndrome and psoriasis. In 2011, the patient had essure inserted. In 2012, the patient experienced dermatitis ("scalp/lower limb dermatitis"), visual impairment ("decreases of sight"), amnesia ("amnesias"), hot flush ("hot flashes of the lower limbs") and abdominal distension ("abdominal bloating"). In (B)(6) 2019, the patient experienced post procedural haemorrhage ("post-operative bleeding from the vaginal dome"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), cervicitis (seriousness criterion medically significant), uterine injury (seriousness criteria medically significant and intervention required), genital injury (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), syncope (seriousness criterion medically significant), groin pain ("inguinal and lumbar pain"), back pain ("inguinal and lumbar pain"), hypersensitivity ("allergic reactions"), menorrhagia ("irregularity of period (abundant or non-existent or of abnormal duration)"), oligomenorrhoea ("irregularity of period (abundant or non-existent or of abnormal duration)"), vaginal discharge ("vaginal leakages"), dizziness ("dizziness"), arthralgia ("joint pain (knees, hands, feet and arms)"), nausea ("nausea"), vomiting ("vomiting"), alopecia ("loss of hair"), tooth loss ("dental problems (tooth loss)"), food intolerance ("food intolerances"), fatigue ("fatigue feeling"), insomnia ("insomnia"), affective disorder ("mood disorders"), loss of libido ("loss of sexual desire"), tachycardia ("tachycardia"), depression ("depression"), cystitis ("cystitis"), ear disorder ("ear disorders"), migraine ("severe migraines"), paraesthesia ("tingling of limbs"), peripheral swelling ("swelling of the hands and ankles"), joint swelling ("swelling of the hands and ankles"), hyperhidrosis ("abnormal sweating"), asthma ("clear worsening of asthma"), menometrorrhagia ("menometrorrhagia"), amenorrhoea ("close (menstrual) cycles"), adnexa uteri cyst ("paratubal serous cysts"), tinnitus ("tinnitus"), genital candidiasis ("recurrent candidiasis"), dyspnoea exertional ("effort dyspnoea") and artificial menopause ("surgical menopause at 51 years") and was found to have uterine leiomyoma ("uterine fibroids"), weight decreased ("abnormal weight changes (both increasing and decreasing)") and weight increased ("abnormal weight changes (both increasing and decreasing)"). The patient was treated with fluconazole, fluticasone propionate (fluspiral), montelukast sodium (singulair) and surgery (total hysterectomy with bilateral adnexectomy). Essure was removed on (B)(6) 2019. In (B)(6) 2019, the arthralgia and insomnia had resolved. At the time of the report, the abdominal pain, cervicitis, uterine injury, genital injury, genital haemorrhage, syncope, groin pain, back pain, hypersensitivity, menorrhagia, oligomenorrhoea, vaginal discharge, dizziness, uterine leiomyoma, nausea, vomiting, alopecia, tooth loss, food intolerance, fatigue, affective disorder, tachycardia, depression, cystitis, ear disorder, weight decreased, weight increased, migraine, paraesthesia, peripheral swelling, joint swelling, hyperhidrosis, post procedural haemorrhage, menometrorrhagia, amenorrhoea, adnexa uteri cyst and artificial menopause outcome was unknown, the loss of libido, abdominal distension and genital candidiasis had resolved, the dermatitis, visual impairment, amnesia, asthma and hot flush was resolving and the tinnitus and dyspnoea exertional had not resolved. The reporter provided no causality assessment for abdominal distension, adnexa uteri cyst, amenorrhoea, artificial menopause, asthma, cervicitis, dyspnoea exertional, genital candidiasis, hot flush, menometrorrhagia, post procedural haemorrhage and tinnitus with essure. The reporter considered abdominal pain, affective disorder, alopecia, amnesia, arthralgia, back pain, cystitis, depression, dermatitis, dizziness, ear disorder, fatigue, food intolerance, genital haemorrhage, genital injury, groin pain, hyperhidrosis, hypersensitivity, insomnia, joint swelling, loss of libido, menorrhagia, migraine, nausea, oligomenorrhoea, paraesthesia, peripheral swelling, syncope, tachycardia, tooth loss, uterine injury, uterine leiomyoma, vaginal discharge, visual impairment, vomiting, weight decreased and weight increased to be related to essure. The reporter commented: the post-operative vaginal bleeding was caused by antiplatelet agents. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: bilateral tubal closure and essure in place.. Pathology test - on (B)(6) 2010: chronic cervicitis. Endometrium mostly autolysed with secretory aspects. Ovarian follicular cysts and paratubal serous cysts. X-ray - on (B)(6) 2016: arthrosis, images not compatible with psoriatic arthritis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-dec-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('acute abdominal pain'), cervicitis ('chronic cervicitis'), uterine injury ('uterine lacerations'), genital injury ('fallopian tubes lacerations'), genital haemorrhage ('haemorrhages') and syncope ('fainting') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension in 2015, carpal tunnel decompression in 2004, appendectomy in 1986, colon cancer (maternal uncles), parity 2 (spontaneous full-term births in 1997 and 2000), bronchial asthma, chronic gastritis, smoker (from 17 to 30 years.) And thyroid nodular. History of hypertension was denied. Regular periods until placement of essure. Platelet disease in antiplatelet treatment with cerebral vasculopathy. Concurrent conditions included type 2 diabetes mellitus since 2011, lynch syndrome and psoriasis. The patient also had a family history of metastases to peritoneum (father died), lynch syndrome and psoriasis. In 2011, the patient had essure inserted. In 2012, the patient experienced dermatitis ("scalp/lower limb dermatitis"), visual impairment ("decreases of sight"), amnesia ("amnesias"), hot flush ("hot flashes of the lower limbs") and abdominal distension ("abdominal bloating"). In (B)(6) 2019, the patient experienced post procedural haemorrhage ("post-operative bleeding from the vaginal dome"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), cervicitis (seriousness criterion medically significant), uterine injury (seriousness criteria medically significant and intervention required), genital injury (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), syncope (seriousness criterion medically significant), groin pain ("inguinal and lumbar pain"), back pain ("inguinal and lumbar pain"), hypersensitivity ("allergic reactions"), menorrhagia ("irregularity of period (abundant or non-existent or of abnormal duration)"), oligomenorrhoea ("irregularity of period (abundant or non-existent or of abnormal duration)"), vaginal discharge ("vaginal leakages"), dizziness ("dizziness"), arthralgia ("joint pain (knees, hands, feet and arms)"), nausea ("nausea"), vomiting ("vomiting"), alopecia ("loss of hair"), tooth loss ("dental problems (tooth loss)"), food intolerance ("food intolerances"), fatigue ("fatigue feeling"), insomnia ("insomnia"), affective disorder ("mood disorders"), loss of libido ("loss of sexual desire"), tachycardia ("tachycardia"), depression ("depression"), cystitis ("cystitis"), ear disorder ("ear disorders"), migraine ("severe migraines"), paraesthesia ("tingling of limbs"), peripheral swelling ("swelling of the hands and ankles"), joint swelling ("swelling of the hands and ankles"), hyperhidrosis ("abnormal sweating"), asthma ("clear worsening of asthma"), menometrorrhagia ("menometrorrhagia "), polymenorrhoea ("close (menstrual) cycles "), adnexa uteri cyst ("paratubal serous cysts"), tinnitus ("tinnitus"), genital candidiasis ("recurrent candidiasis"), dyspnoea exertional ("effort dyspnoea") and artificial menopause ("surgical menopause at 51 years") and was found to have uterine leiomyoma ("uterine fibroids"), weight decreased ("abnormal weight changes (both increasing and decreasing)") and weight increased ("abnormal weight changes (both increasing and decreasing)"). The patient was treated with fluconazole, fluticasone propionate (fluspiral), montelukast sodium (singulair) and surgery (total hysterectomy with bilateral adnexectomy). Essure was removed on (B)(6) 2019. In (B)(6) 2019, the arthralgia and insomnia had resolved. At the time of the report, the abdominal pain, cervicitis, uterine injury, genital injury, genital haemorrhage, syncope, groin pain, back pain, hypersensitivity, menorrhagia, oligomenorrhoea, vaginal discharge, dizziness, uterine leiomyoma, nausea, vomiting, alopecia, tooth loss, food intolerance, fatigue, affective disorder, tachycardia, depression, cystitis, ear disorder, weight decreased, weight increased, migraine, paraesthesia, peripheral swelling, joint swelling, hyperhidrosis, post procedural haemorrhage, menometrorrhagia, polymenorrhoea, adnexa uteri cyst and artificial menopause outcome was unknown, the loss of libido, abdominal distension and genital candidiasis had resolved, the dermatitis, visual impairment, amnesia, asthma and hot flush was resolving and the tinnitus and dyspnoea exertional had not resolved. The reporter provided no causality assessment for abdominal distension, adnexa uteri cyst, artificial menopause, asthma, cervicitis, dyspnoea exertional, genital candidiasis, hot flush, menometrorrhagia, polymenorrhoea, post procedural haemorrhage and tinnitus with essure. The reporter considered abdominal pain, affective disorder, alopecia, amnesia, arthralgia, back pain, cystitis, depression, dermatitis, dizziness, ear disorder, fatigue, food intolerance, genital haemorrhage, genital injury, groin pain, hyperhidrosis, hypersensitivity, insomnia, joint swelling, loss of libido, menorrhagia, migraine, nausea, oligomenorrhoea, paraesthesia, peripheral swelling, syncope, tachycardia, tooth loss, uterine injury, uterine leiomyoma, vaginal discharge, visual impairment, vomiting, weight decreased and weight increased to be related to essure. The reporter commented: the post-operative vaginal bleeding was caused by antiplatelet agents. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: bilateral tubal closure and essure in place. Pathology test - on (B)(6) 2010: chronic cervicitis. Endometrium mostly autolysed with secretory aspects. Ovarian follicular cysts and paratubal serous cysts.. X-ray - on (B)(6) 2016: arthrosis, images not compatible with psoriatic arthritis. Most recent follow-up information incorporated above includes: on 20-nov-2020: medical records provided. Information added: case now medically confirmed (consumer is a nurse assistant), patient¿s date of birth, medical and family history, lab exams, essure insertion/removal dates, treatment drugs, events (clear worsening of asthma, menometrorrhagia, close (menstrual) cycles, hot flashes of the lower limbs, abdominal bloating, tinnitus, post-operative bleeding from the vaginal dome, recurrent candidiasis, effort dyspnea, clinical signs of bilateral carpal tunnel, chronic cervicitis, paratubal serous cysts, surgical menopause at 51 years), events outcomes updates. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.